Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000429, serial/lot #: (B)(6), UDI#: (B)(4); product ID: bi71000273, the manufacturer representative went to the site to test the imaging system. Troubleshooting was performed, lift and shift checked with no issues when docked or fully extended. The door winch identified that the door winch cable had fallen out of the cable guide wheel. This caused increased tension and issues when opening the door. Repair to align the door winch cable back into the wheel. However, this was not possible for both cables and only one could be repaired. As a result, the system door was still unusable, and the door winch was replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the door was sticking in several places when opening, and would not fully open, so that it could be taken out from under the table. It was making a creaking sound. There was no impact on patient outcome.